Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep did not have info regarding whether there have been any reports of any pt incident involving this pump since the last baxter svc event.